Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, the distal side of the tube1 was deformed. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: tube 1 was detached from the tube 2 at the approximately 35cm from the distal end. Replication testing: replication testing was carried out using aomori olympus b - v242q - a (lot no. 35v, qty. 2). The same break was replicated at the pipe joint as the compliant product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no damage to the ballon. Therefore, it is likely the reported event is not ¿balloon ruptured or deflated during procedure -components fell off ¿, but ¿the tube broke near the guidewire port and fell off¿. Additionally, it is likely that the mechanism causing the tube to break near the guidewire port and fall off could be the following: 1) the forceps elevator was raised too high during the calculus lithotomy procedure, or a bending force was applied to the tube 1 which was extended from the endoscope. 2) tube 1 became strongly bent. 3) the insertion portion was pulled in situation where the tube 1 became strongly bent. 4) a force beyond resistance was applied to the tube. This caused the tube 1 to detach from the tube 2. 5) the detached tube1 remained temporarily in the patient body. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures." "Never use excessive force to operate the instrument. This could damage the instrument." "Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur." "Do not pull the tube with excessive force. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. If it is difficult to withdraw the balloon, deflate it before withdrawing." "If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument, could damage the instrument and/or endoscope." "When using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus during a therapeutic bile duct catheterization, when the balloon on single use 3-lumen extraction balloon v was taken out, it ruptured at the level of the sheath. The piece of the sheath was reported to remain embedded in the bile duct. The device was removed and another suitable forceps was used to remove the sheath in the common bile duct. The procedure and general anesthesia were reported to be extended; although, the length of delay was not identified. The procedure was restarted from the beginning.

Manufacturer narrative:
The device was returned to olympus for evaluation and is currently being evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.